Event description:
It was reported that the pump was not recognizing the cassette in the locked position unable to start delivery. Patient involvement was unknown. No patient harm/adverse event was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluation: the customer reported problem of ¿not recognizing the cassette in the locked position unable to start delivery¿ was confirmed through functional testing. The cause was a faulty lock sensor. The lock sensor was replaced to correct the problem, and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.